Event description:
It was reported that two pruitt f3 carotid shunt devices were leaking around the balloon. The issue was noted during the pre-use check and the devices were not used on the patient. Please note this is report 2 of 2. Report 1220948-2023-00054 was also submitted for the initial device involved in this event.

Manufacturer narrative:
The product was returned for evaluation and the reported issue was confirmed. When fluid was injected into the shunt inflation lumen, a leak was observed at the connection between the shunt lumen and the stopcock hub. The root cause of the malfunction was determined to be a manufacturing operator error- not enough glue was applied on the stopcock joint during the assembly process. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note this is report 2 of 2. Report 1220948-2023-00054 was also submitted for the initial device involved in this event.